Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to elective replacement indicator (eri). A new device was successfully implanted. There were no adverse patient effects, and no allegations against the device at the time of explant.